Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a blood glucose (bg) level of 11 mg/dl. Customer's parents were required to intervene and provide carbohydrates in order to address low bg. The customer reverted to an alternate method of insulin therapy.